Event description:
Dealer states his customer is close or over the weight capacity of this chair and with the current wheel and camber configuration, when the customer is in the chair, the wheels camber more in and rub on the clothing guards.